Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked and bleeding lcd glass, minor scratched lcd window, broken reservoir tube lip, and dog chew marks around the casing.

Event description:
It was reported that the insulin pump had gotten completely smashed after the customer had fallen off the deck steps and onto the concrete. The blood glucose reading was 438 mg/dl. The customer's relative stated that the device did not function any longer. Advised replacement of the insulin pump. Nothing further reported.